Event description:
New information noted the right ventricular lead was explanted and replaced. The patient condition was unknown. No further information was received.

Manufacturer narrative:
The reported events of oversensing noise, loss of capture, and low pacing impedance were confirmed. A complete lead was received for analysis in two pieces. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported events was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission, revealed that the right ventricular (rv) lead was exhibiting loss of capture. The patient was brought into the clinic and during arm movements it was observed that the rv lead was exhibiting oversensing noise along with low pacing impedance. No interventions were taken. The patient was in stable condition.